Event description:
A valiant captivia was intended to be implanted during an endovascular procedure for the treatment of a 70mm thoracic aortic aneurysm .  It was reported during the index procedure, when delivering the stent graft via the common femoral approach, resistance was felt as the stent 15mm. The delivery system was withdrawn. An angiography was performed and it revealed total external iliac artery and common femoral artery and bleed. Intraoperative timely repair of external iliac and femoral damaged blood vessels was performed . In the end, the thoracic aortic stent was not implanted as per the physician the cause of the event was due to the patients anatomy and it was noted the patients access vessel blood access was thin and the blood vessel was not elastic. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to position, vessel perforation and bleeding events could not be confirmed on the films provided. Procedural angiograms showing attempts to advance the delivery system through the vessels were not available for review. It is likely that this event is anatomical related, as anatomical considerations which may have caused reduced vessel elasticity, such as calcification, was observed in both iliac arteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The stent graft returned loaded in the delivery system. No damage was noted to the graft cover. Deformation was noted to the taper tip. The reported ¿difficult to position¿ cannot be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.